Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms while running the test plug. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Customer performed self test, however test did not pass. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 4 confirmed in device history files and device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace on keypad assembly. Fill cannula recording can be seen in device history files.